Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call, the customer had been hospitalized three time for diabetic ketoacidosis in a six month span. The most recent hospitalization was on (B)(6) 2017. Customer's blood glucose was 420 mg/dl. Customer's nurse had informed the customer the insulin pump had a black circle which indicated the insulin pump stopped delivering insulin. Customer's spouse declined troubleshooting as the insulin pump was with the customer. Customer has reverted to manual injections. Customer's spouse called back and troubleshooting was performed on the insulin pump for no delivery. It was determined there were site was occluded. Troubleshooting also determined the insulin pump needed to be replaced. The insulin pump is returning for analysis.